Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic oophorectomy and salpingectomy procedure. About two hours after the start of the surgery, the balloon burst. The surgical time was extended by less than thirty minutes. There was no rapid loss of abdominal pressure when the balloon burst. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the trocar balloon was broken. The lock collar foam was disengaged. The valve doors and obturator appeared intact. The inflation syringe was received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.